Event description:
It was reported that this rv lead was explanted and replaced due to high impedance and high threshold approx. 57 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 56 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The distal fragment, including the fixation helix and a part of the rv shock coil, was found covered in calcified appearing tissue residual, which is assumed to be the root cause of the high impedance and threshold. Further analysis revealed a bent fixation helix and a deformed rv shock coil, which most likely resulted from the surgery due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.